Event description:
(B)(6) pt's nurse reported pt is not working. Pt is showing "error" message. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: elaprase sdv - 36gm. Elaprase sdv indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis for use: mucopolysaccharidosis, type ii.